Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the needle was blocked when the patient injected insulin due to diabetes, so it was stopped immediately and the needle was replaced again.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples and no needle clog fail found. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the needle was blocked when the patient injected insulin due to diabetes, so it was stopped immediately and the needle was replaced again.